Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue involving the transfer set. The patient reported that the connecting end of the transfer set was not secure in the tubing. When they were attaching the transfer set to the titanium it was noted that the white plastic piece seemed to twist within the tubing. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. Visual inspection, leak testing and clear passage testing was performed with no issues noted. A damaged silicone tubing (bushing) was found during visual inspection. A batch review was performed with no issues noted. Upon conclusion of the investigation, the cause of the issue could not be determined. Should relevant additional information become available, a supplemental report will be submitted.